Manufacturer narrative:
No devices or photos were received; therefore the condition of the articular surface is unknown. The device history records were not reviewed, as the reported event alleges a symptom rather than a defined device failure. The devices were verified for compatibility with no issues noted. This device is used for treatment. A product history search identified no other complaints for the part/lot combination of the device. It is reported that there was an infection in the patient¿s left knee approximately a year and a half after the implantation of rotating hinge knee components. Note the rotating hinge knee system was used as a primary knee for stability reasons. The patient underwent revision surgery in (B)(6) 2015, in which a washout and articular surface exchange were performed. No operative notes were provided, but the product experience report states that the surgical technique was followed and there were no complications during the primary procedure. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused any patient infection. However, the nexgen rotating hinge knee package insert does list infection as an adverse effect of this procedure. This is therefore a known inherent risk of the procedure. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient underwent an articular surface exchange due to an infection.